Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump repeatedly displayed depleted battery alarm. There were no reported adverse effects.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and found to be in good physical condition; the keypad and labels were functional and intact. Evidence of the customer's reported problem of "battery depleted" alarm was identified in the pump event history log. The device was powered up, testing was performed and the device passed all testing. No issues were found with "battery depleted" alarms. Given that the event history log shows the alarms the circuit board was replaced as a preventive measure. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.